Manufacturer narrative:
B5-the reporter indicated that a 13. 7mm, vticm5_ 13. 7, -10.50/6.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. It was reported that the surgeon selected the wrong lens power, user error was reported to be the cause of this event. On 11 mar 2021 remanipulation of icl haptic was performed. The reporter stated, " the surgeon re-manipulated the lens to double check that there is no lens tilt and all lcl haptics are lying properly in the sulcus." On (B)(6) 2021 the lens was exchanged for a different power lens and the problem resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vticm5_13.7, -10.50/6.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. It was reported that the surgeon selected the wrong lens power, user error was reported to be the cause of this event. On (B)(6) 2021 remanipulation of icl haptic was reported. The reporter stated " the surgeon re-manipulted the lens to double check that there is no lens tilt and all icl haptics are lying properly in the sulcus." It was reported that lens exchange is planned. If additional information is received a supplemental medwatch report will be submitted.